Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 43 mg/dl. Cause was unknown. Customer consumed carbohydrates to address bg. Additionally, the pump time was incorrect, cause was unknown, and insulin drips were not observed to be exiting the infusion set tubing during the load fill process. During troubleshooting with tandem technical support, the customer corrected the time and contacted the healthcare provider to obtain alternate method of insulin therapy.